Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, pre-placement of the first prostyle device was successful. When attempting to pre-place the second prostyle device, there was resistance removing the device from the anatomy resulting in the physician applying force. The distal guide separated from the prostyle body and remained in the anatomy. A cut down was performed to retrieve the distal guide. After removing the distal guide, it was found that the posterior foot had separated as the foot was unable to completely retract due to the broken guide. The foot was also surgically retrieved. Due to the difficulty with the second prostyle device, the physician decided to cut down the successfully pre-placed prostyle suture as well. The use of prostyle devices and the pre-close technique were abandoned. The tavr procedure was completed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela. There was a 45 minute clinically significant delay as a result of the surgical intervention. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017: excessive force. The device was returned for analysis. The reported guide separation was confirmed as a guide break. Difficulty to open or close the foot and the foot separation were not confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The prostyle device was removed with force. It should be noted that the electronic prostyle instructions for use, states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal .